Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that the issue was due to a faulty speaker. The customer ordered a speaker assembly to resolve the issue. The customer was provided a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating there was a ¿speaker malfunction¿ inop message and that the speaker was not able to produce sound. It is known that the device was in use at the time of the event. No adverse event occurred.